Event description:
Customer reported occlusion alarms occurring intermittently with their insulin pump. Despite multiple troubleshooting steps, the alarms continued, leading the customer to use alternate insulin methods. There was no adverse impact to customer¿s blood glucose level. Technical support instructed the customer on various steps including replacing cartridges and sending boluses, with partial success in clearing alarms. As a result of the persistent issue and clss recommendation, a replacement pump was authorized. The customer continued to use current pump along with manual insulin therapy for boluses.